Manufacturer narrative:
Manufacturer's investigation conclusions: during the investigation, the reported faults were seen in the console¿s log-file. The complaint was therefore confirmed. However, the fault was not reproduced during the investigations. The root cause of the reported event could not be conclusively determined. Based on the experience of earlier complaints, a possible root cause of the event was an intermittent cable break inside the motor¿s cable, but a fault inside the console could also not completely be excluded, therefore, the console¿s motor controller pcb with cable was also suspect. The repaired console was finally subjected to the repair and maintenance procedure mp-0138-10, rev.04. The unit passed all tests and was sent back to the distribution center, from where it will be forwarded to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the equipment was stored close to the bed on its cart. The motor was connected to the motor bracket and to the cart. The motor was at room temperature, and nothing relevant was close to the motor. During the event, the rpm and flow were not adjusted very high. Reportedly, the equipment was handled 95% of the time by experienced hospital staff. At night, it is possible that nurses without a considerable amount of experience are checking the primary console. No further information was provided.

Manufacturer narrative:
Section h6: method code 3331 was inadvertently not included in the previous report. Corrected manufacturer's investigation conclusions: during the investigations, the reported faults were seen in the console¿s log-file. The complaint was therefore confirmed. However, the fault was not reproduced during the investigations. The root cause of the reported event could not be conclusively determined. Based on the experience of earlier complaints, a possible root cause of the event was an intermittent cable break inside the motor¿s cable, but a fault inside the console could also not completely be excluded, therefore, the console¿s motor controller pcb with cable was also suspect. The following preventive actions were therefore performed: the suspect motor sn (B)(6) was clearly marked with red stickers and scrapped. It will be stored for one year in quarantine area. The responsible abbott customer service in italy shall send a new motor as replacement free of charge for the customer. The suspect console¿s motor controller pcb with cable was replaced with a new one. The repaired console was finally subjected to the repair and maintenance procedure. The unit passed all tests and was sent back to the distribution center, from where it will be forwarded to the customer. The following evaluation was performed by thoratec switzerland gmbh. A review of the device history records for the returned 2nd generation console and centrimag motor revealed that the returned devices had passed all inspections and tests, before they were shipped to the distribution center. The console initially shipped on 24-nov-2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This medwatch is reporting the primary console. The motor is reported under medwatch MFR report # 2916596-2018-04441. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during an extracorporeal membrane oxygenation (ECMO) procedure, the primary console displayed a motor failure. Immediately afterward, there was a pump stoppage and a low flow alarm. The primary console and the motor were exchanged, and the ECMO started to run again. No additional information was provided.